Manufacturer narrative:
The insulin pump passed prime/ compromised force sensor, displacement and basic occlusion test. The insulin pump was received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The insulin pump had a cracked reservoir tube lip and cracked case near display window corners. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was performed. The device was returned for analysis.